Event description:
Procedure type: unk. According to the reporter: a pin fell out of the device, it was recovered used another device to finish the case. The operating time and incision were not extended as a result. No pt injury was reported. Reporter stated no further info was available to provide.